Event description:
N/a.

Manufacturer narrative:
DHR - there is no indication that the production process may have contributed to this complaint. All test results passed the procedural specifications, and there were no defects observed that could potentially lead to ¿infection.¿ . The failure is unconfirmed as product was used during surgery and it is unknown what exactly caused the infection. This is confirmed with the additional information provided by the customer on 24-june-2019: a. Is infection device related? If not, is it known what caused it? Unknown b. Did anything happen during the recent procedure that may have caused or contributed to infection. Unknown¿. It is difficult to pinpoint the exact root cause of the infection. All product for the impacted lot was released based on passing of all in process and finished goods criteria. Based on the risk documentation review, the most probable root cause can be that the environment post application was inadequate for wound healing.

Manufacturer narrative:
The device involved in the reported incident is not yet available for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A facility reported that on (B)(6) 2019, the patient returned to the hospital with signs and symptoms of a stroke: the neurological exam was normal. A meshed bilayer wound matrix (ID: mwm4051) was implanted on an unknown date on the right foot: on examination, the right foot had more drainage than usual, and wbc and lactate were elevated. A culture was taken, and step a infection was confirmed. The patient was admitted for sepsis and placed on antibiotics and went back to the or for right below the knee amputation. It is unknown if the infection was device related, or if anything happened during the procedure that may cause or contributed to the infection.